Event description:
It was reported the camera head had an issue with disconnection and image noise. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. Otv-s7pro was used to completed the procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure for evaluation and the customer's allegation was confirmed. The evaluation also identified flooding of the cable and charged coupled device (ccd), contact point corrosion, and cable damage. The inspection by the repair department confirmed that the actual product had a cable disconnection. Therefore, it is assumed that the video function did not function normally due to the cable disconnection and "noise" was generated. A definitive root cause for all other evaluation findings was unable to be determined. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an issue with disconnection and image noise. The reported malfunction occurred during preparation for an unspecified diagnostic procedure prior to sedation. Otv-s7pro was used to completed the procedure. There were no reports of patient injury or medical intervention associated with this event.